Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door requires maintenance. A field service engineer, applied grease to all doors to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system tower door 3 has become jammed following their attempts to retrieve it. Customer stated that the issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.